Event description:
It was reported that an angio-seal was placed without incident. Two days later, the patient developed an infection at the puncture site. The abscessed area was surgically drained. The patient's condition was reported as well.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever the access site infection is suspected. A training record was not found for the physician. The angio-seal device instruction for use (IFU) caution that the angio-seal device is to be used only by a licenced physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent. The angio- seal device patient's information guide, which the patient is instructed to carry with them for the 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and change daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.